Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/27/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/18/2013 with the following findings: a review of the pump¿s history showed basal delivery interruptions occurred due an active 0 unit per hour basal program running from 08/12/2013 at 10:43pm until 08/13/2013 at 6:43pm, and from 08/14/2013 at 12:25 am until 08/14/2013 at 8:25pm. The total daily doses added up to correctly reflect the user¿s programmed basal settings. During testing, the pump powered on normally and was able to prime successfully. The pump was tested for 24 hours on a 1 unit per hour basal rate with no delivery interruption. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Several boluses were performed during the duration test, the pump performed boluses successfully and the history recorded accurate boluses info at the correct time and order. The keypad cover was undamaged and all buttons responded appropriately. Unrelated to the complaint, evaluation revealed a dim and discolored display screen. A test screen was installed and displayed normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the patient contacted animas, alleging he has been having to bolus more frequently than before and his blood glucose (bg) levels were not lowering when bolusing from the pump. The patient reportedly had to use insulin injections for treatment and bgs reportedly responded. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.